Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to connect to the merlin transmitter. The patient then presented for a follow-up in clinic and upon interrogation, it was noted that the pacemaker exhibited loss of radio frequency telemetry. The pacemaker was reprogrammed and telemetry was restored. The patient experienced no consequences and will continue to be monitored.